Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented not feeling well. An echocardiogram showed a large effusion, and that the lead had perforated through the atrium into the lung. On (B)(4) 2010, the chest was opened, the lead was repositioned and the perforation was repaired.